Event description:
Electrical problem reported initially. Additional information received stating device had a pulsed watchdog por at implant attempt. Device subsequently tested out of specification during manufacturer's analysis.